Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flow rate on item packaging is not correct on a bd nexiva¿ closed IV catheter system, furthermore the customer felt mislead that the flow rate on 22g nexiva was wrong. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: lot 7258667: built on nfa line 1 from 19sept2017 through 20sept2017 for the quantity of (B)(4) ea. Although there were 2 non-related qns initiated during the build of this lot and no related reject activity; review disclosed that the print on the unit labels (top web attached in the DHR) were consistent with that of the photo provided for this incident. All other labels contained the correct information; therefore confirming the defect to be design (drawing) related. All required challenge samples and testing during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Sap (qn) review; disclosed 2 non-related qns with no reject activity findings relevant to the defect as stated in the pir associated with the lot number provided for this incident. Analysis of peura: n/a ¿ the labeling was incorrect and needed to be fixed. The issue was evaluated under a situation analysis ((B)(4)). The drawing has since been updated to fix the mislabel. Visual evaluation of the photo provided for this incident revealed the following: a top web from a package of a bd nexiva 20ga x 1.25 in. From lot 7258667; not a 22g as stated in the event description. The photo had hand writing (58) and highlighting of the print of 85ml/min: indicating the error was with the print of flow rate on the label. The print on the label of, 85 ml/min, was noted to be incorrect per specification. The label had a typographical error that was present on the drawing. The defect was identified and corrected. No additional actions are necessary at this time.

Event description:
It was reported that the flow rate on item packaging is not correct on a bd nexiva¿ closed IV catheter system, furthermore the customer felt mislead that the flow rate on 22g nexiva was wrong. No serious injury or medical intervention reported.